Manufacturer narrative:
.

Event description:
It was reported that during a routine clinic follow-up, the right ventricular lead exhibited intermittent loss of sensing, unacceptable thresholds and had dislodged. The lead was explanted and replaced on (B)(6) 2014.